Manufacturer narrative:
It was reported that an error message regarding a cooling fan failure was displayed. The cardiohelp was exchanged. The failure occurred during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-03-28. No parts were replaced. The customer did not request a repair from getinge, and instead resolved the issue themselves. According to the fst the root cause was dust build-up on the cooling fan. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. According to the service manual (chapter 1.11 "service activities") the fans have to be exchanged every 24 months during the maintenance. Furthermore in the instruction for use (IFU), (chapter 2.2.1 "general risks in the use of heart-lung support systems") it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible the review of the non-conformities has been performed on 2024-01-19 for the period of 2015-12-15 to 2024-01-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-12-15. Based on the results the reported failure "cooling fan defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardio help. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that an error message regarding a fan failure was displayed. The cardio help was exchanged. The failure occurred during treatment. Complaint ID (B)(4).